Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Fevar 5144-b1 implanted and all target vessels stented without issues. Data in mimics flow. Advancing the 15x160 limb over the stiff wire was difficult, getting the limb high enough into the main device was difficult, during initial deployment the limb kept coming down, they pushed forward some more and started deploying. Maybe some tension had built up because we heard a loud click. After this, more clicks were heard with every turn of the grey deployment handle, but the leg didn't deploy any further. We managed to advance the big sheath (16fr. Dry seal gore) into the main device and pull the leg into the sheath. After that we used 2 more limbs; a 15x140 and an extension 15x080 (because 140 was too short), to finalize the left side." Patient outcome: "no endoleak".

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Fevar 5144-b1 implanted and all target vessels stented without issues. Data in mimics flow. Advancing the 15x160 limb over the stiff wire was difficult, getting the limb high enough into the main device was difficult, during initial deployment the limb kept coming down, they pushed forward some more and started deploying. Maybe some tension had built up because we heard a loud click. After this, more clicks were heard with every turn of the grey deployment handle, but the leg didn't deploy any further. We managed to advance the big sheath (16fr. Dry seal gore) into the main device and pull the leg into the sheath. After that we used 2 more limbs; a 15x140 and an extension 15x080 (because 140 was too short), to finalize the left side." Patient outcome: "no endoleak."